Event description:
A report was received that the patient underwent a lead revision procedure due to an unsuccessful lead implant.

Manufacturer narrative:
Additional information was received that the patient was implanted with a second lead and is getting great stimulation coverage after the procedure. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent a lead revision procedure due to an unsuccessful lead implant.